Event description:
The reporter indicated that a 12.6m vticmo12.6 implantable collamer lens of -9.5/1.0/077 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a different cylinder and axis lens due to refractive surprise. The exchange resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic deformed and the haptic bent/deformed. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
Corrected data: h3: functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h3: device evaluation: functional inspection found the lens to be within specifications. Claim#: (B)(4).